Manufacturer narrative:
Reported event: when placing bone pins into tibia, they got caught in the pin stabilizer. Upon removing them, the pin's threads were intertwined with the stabilizer. Case type: tka. Device evaluation and results: visual inspection: visual inspection shows circular gouges in internal through hole of array stabilizer (p/n 112680) and on bone pin consistent with galling and binding. Dimensional inspection: dimensional inspection shows p/n 112680 out of spec only in area of galling. Functional inspection: functional inspection could not recreate binding of array stabilizer with provided bone pin. Device history review: review of device history records indicate that (B)(4) devices were accepted into final stock on 10/04/2016 and 10/17/2016, respectively, with no reported discrepancies: complaint history review: review of complaints for p/n 112680, l/n 19080915 show (B)(4) other complaints related to the alleged failure. The complaint is: (B)(4). Conclusion: circular gouges in internal through hole of array stabilizer (p/n 112680) and on bone pin are consistent with galling and binding though could not be recreated. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
When placing bone pins into tibia, they got caught in the pin stabilizer. Upon removing them, the pin's threads were intertwined with the stabilizer. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When placing bone pins into tibia, they got caught in the pin stabilizer. Upon removing them, the pin's threads were intertwined with the stabilizer. Case type: tka.